Event description:
It was reported that the atrial fibrillation (af) patient, with rapid ventricular response, received an inappropriate shock due to post sense t-wave oversensing on the right ventricular (rv) lead. The lead remains in use. The nurse will discuss implantable cardioverter defibrillator (ICD) programming option with the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).